Event description:
The customer's husband reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were hard to pushed. The customer reported that they were in the hospital due to infection and also had high blood glucose which was due to infection. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis. Unomed inf set, frn-unk-rsvr.